Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. 10 retained samples were drawn with deionized water, before being centrifuged at 2988 rpm for 15 minutes. None of the tubes broke or cracked, and no damage to the necks of the tubes under the caps/stoppers was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5180326. Conclusion: without a customer sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® citrate tube was cracked or broken under the stopper causing blood to leak. No injury or medical intervention reported.